Event description:
When performing tcemep (transcranial motor evoked potentials) on protektor32, the user incorrectly interpreted a channel shorting artifact seen 300 ms post tcemep stimulus as a motor response. Reportedly the pt woke up from the procedure hemiplegic.

Manufacturer narrative:
Customer settings, screenshots and study data were reviewed. Approx 300 ms after applying a tcemep stimulus, the protektor32 connects all acquisition electrodes to pt ground for about 20 ms. During this period, all channels would simultaneously undergo a large deflection followed by the channel returning to baseline. This is by design and is done to remove any potential charge built up on acquisition electrodes by the motor stimulus. Preliminary investigation does not indicate a device malfunction; however, we have requested client return the system involved in this incident to confirm the device performs to specifications.